Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure; however, found it to be a very intermittent failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56

Event description:
It was reported that during pt event, the device powered itself off. This loss of power occurred twice during the pt event, and then a back-up device was provided, with minimal delay. There was no adverse effect caused to the pt from a result of the reported failure.